Event description:
The sourced literature reported a study that focused on examining implantable cardioverter defibrillator related complications of multiple cases between september 2014 and june 2016. In the article there were eleven major complications along with nine minor complications for subcutaneous implantable defibrillator (s-ICD). A major complication was defined in the article as it having the potential of being life threatening, it required greater than one surgical intervention, it required intravenous treatment with vasoactive drugs, antibiotics for device-related infection, or any transfusion for device-related bleeding, or it led to a fatal outcome. Minor complications were distinguished from major if they did not fit the criteria for major complication but did meet at least one of the following criteria: requiring nonsurgical, medical intervention by a healthcare professional, leading to hospitalization or increased level of care, or prompting evaluation or unscheduled performance of diagnostic tests. Of the eleven major complications two were electrode dislodgements, one was an unspecified electrode complication, one inappropriate sensing that led to inappropriate shock, two pocket infections, one system infection and one pocket pain. Three other major complications occurred that were either hemothorax or pericarditis. Of the nine minor complications one was an unspecified lead complication, one inappropriate sensing possibly leading to inappropriate shock, four were pocket hematoma and four unspecified pocket complications. No fatal outcomes were attributed to the s-ICD device or electrodes. The rates of inappropriate shocks noted in the article for the s-ICD was 8.3 percent for the patient's studied.